Manufacturer narrative:
(B)(4). Implanted on unknown day in 1990. Concomitant medical products: unknown therapy date; unknown femoral component; unknown bearing. Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04212, 0001822565 -2019 -02074.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently, patient is experiencing pain and reports that x-rays have shown evidence of wear.